Event description:
In preparation for discharge, IV line was being removed when the catheter end disconnected to the hub of the catheter. Staff took appropriate action, applied a tourniquet and contacted vascular access team for eval. Interventional radiology contacted for removal of the catheter.